Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: were any additional solutions placed in the surgical site? Surgeon injects local just before closure and when everything is closed he injects txa. What sized bite was used on the soft tissue? Surgeon's bites are 0.5cm on average. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot # if known: unknown procedure name? Tka how was the suture tied (square knot or multiple knots one end)? No knot as it was stratafix symmetric on what tissue was the suture used? Soft tissue on patella for both what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Continuous ¿ stratafix symmetric . Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No any patient consequences or adverse event outcome? Patient had to have another surgery to properly fixate the soft tissue around the patella again . Any medical / surgical intervention was performed for this event report intra-op/post-op? Was an additional procedure indicated? Please describe what was done? Patient had to have another surgery to properly fixate the soft tissue around the patella again second procedure date, if re-operation done? 6-12 weeks post-op and what was the appearance of the suture during the second procedure? When he did the second operation it was hard to tell what was left of the suture. Any change in the patient¿s post-operative course as a result? Patient current condition? Spoken to dr. (B)(6) yesterday and the patient is doing well. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date where suture was used. Suture broke post operatively. Second procedure to properly fixate the soft tissue around the patella again.